Manufacturer narrative:
The initial reported event of infection/erosion was received on 10-oct-2017. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 31-jan-2018. Information was subsequently received on 04-jan-2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: product ID: dtba1d1 device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to the device being exposed through the pocket tissue and infection. No further patient complications have been reported as a result of this event.